Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, lead dislodged and lead helix retracted during slitting the his pro catheter process. The lead was then implanted in the atrium. A new lead was implanted in non-selective his-bundle pacing (hbp) position. The patient's condition was stable.